Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application and the receiver. Patient stated that they confirmed the transmitter serial number, then reset both smart device and receiver. Patient then tried pairing the receiver which was unsuccessful. Patient said they are frustrated. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. The reported event of bluetooth connection between transmitter and g5 mobile app issue was not confirmed. The root cause could not be determined.